Event description:
The user indicated that she had used femtex tampons last month and was treated for a bladder infection and that the dr also gave her medication for yeast infection at that time. The user stated that the dr said that her condition was not related to the tampons she used. The user reported that she used femtex tampons again this month. She said that she felt a burning sensation when the tampon was in place. She went to the dr again. He diagnosed her condition as vulvar candidiasis and recommended treating empirically with over-the-counter antifungal creams for several days. The dr also advised the pt to cut down on her use of vitamin c and to continue lots of fluids including cranberry juice.